Event description:
During percutaneous coronary intervention the md verbalized a problem with abbott bmw universal ii 190cm wire. Two of same wire of same lot number "feels like they are getting stuck in the coronary artery". When the wires were removed, md stated they looked and felt like they were unraveling.